Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported that an fx coral fx80 dialyzer leaked during the priming for a patient¿s hemodialysis (hd) treatment. The leak appeared to be coming from the header cap of the device. There was no obvious damage or defect noted at the leak location. There were no alarms from the machine. Once the leak was identified, the machine was set up with new supplies. There was no patient injury or harm associated with the event. After the machine was re-setup, the patient was able to complete hd therapy without further issue. The sample was confirmed to be available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A visual examination of the returned sample was able to confirm a component defect. A failure during the manufacturing process can be excluded based on the investigation. The filters are 100% tested for their tightness in the production line. The reported failure could have been caused by improper handling during logistics. A review of the device history records (DHR) was conducted by the manufacturer. The review found no indication for any relationship with the reported failure mode. All product from the batch was found to be conforming to specifications. Based on the evaluation, the reported complaint was confirmed.

Event description:
A user facility charge nurse (cn) reported that an fx coral fx80 dialyzer leaked during the priming for a patient¿s hemodialysis (hd) treatment. The leak appeared to be coming from the header cap of the device. There was no obvious damage or defect noted at the leak location. There were no alarms from the machine. Once the leak was identified, the machine was set up with new supplies. There was no patient injury or harm associated with the event. After the machine was re-setup, the patient was able to complete hd therapy without further issue. The sample was confirmed to be available to be returned for evaluation.